Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed intermittent ventricular under-sensing which resulted in unnecessary pacing. It was also reported the remote monitor transmission network was not generating reports. The lead and network remain in use and no patient complications have been reported as a result of this event.